Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in japan. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the tip of the torque driver fractured when inserting the humeral screw. The broken piece was retrieved from the patient, and the surgery was completed using a new driver. No delays or harms in the procedure occurred that was related to the event. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event is confirmed through evaluation of the returned product. Visual examination of the returned product/provided pictures identified the hex tip is fractured from the device. Optical images of the device fracture surface exhibit river lines artifacts suggesting that the device possibly fractured due to bending overload. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.